Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed "internal comm failure 1474" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections a1, a4, 5b, 6b, 7b, h6 (health effect clinical code) and h6 (health effect impact code) updated. The device was returned to zoll medical corporation for evaluation. Alarm 1474 is a self-check failure caused by a communication issue between the device and the smart pneumatic module (spm), which triggers a high priority alarm while ventilation continues at the set or backup mode. The communication ribbon cable was found loose at the connector and may have contributed to the customer report. The cable will be replaced as a precaution. The device will be recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device displayed "internal comm failure 1474" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.